Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report.

Event description:
It was reported, broken screw showed on post op film in clinic on (B)(6) 2010. Pt taken to operating room to remove broken screw.